Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.the additional devices referenced in b5 are filed under separate medwatch report numbers.d4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the left and right common femoral artery with seven prostyle device using the pre-close technique via two 6fr sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. The sutures of the prostyle devices (3 on the right, 4 on the left) were successfully pre-placed. The sheath was upsized to 18fr on both sides and the evar procedure was completed. Reportedly post procedure, a back wall stitch occurred for all seven devices. A cut-down was done to remove the sutures from both sides. On the right side, resectioning of the artery was done and a stent was used to repair the artery. Hemostasis was then achieved via manual suturing on both sides. There was an hour delay in the procedure. There was no adverse patient sequela reported. No additional information was provided.